Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-05396. (B)(4). It was reported that post a peripheral stenting treatment procedure, reocclusion was noted. The patient underwent a stenting procedure in (B)(6) 2012 in which two epic stents were implanted in the iliac artery. Within two weeks of implant, the patient started having leg pain. A CT scan was performed which showed reocclusion and the end of one epic stent was "crimped". The epic stents were treated with angioplasty. Four additional stents were implanted. No further patient complications were reported.